Event description:
Using conmed linvatec hall mpower (B)(4) battery driver (B)(4). Put k-wire into drill and while inserting k-wire into thumb joint, oil began to leak out of end and leaked into surgical site.